Event description:
It was reported that the tip of the twin-fix broke off inside the patient. Broken pieces were retrieved from the patient, there was a surgical delay greater than 30 minutes. The procedure was completed with a backup device with no patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.